Event description:
It was reported that the device was changed in (B)(6) of 2016. Afterwards, the atrial lead had pacing impedances greater than 2000 ohms. A lead safety switch (lss) was triggered in (B)(6) and again in (B)(6). The health care professional could not recreate the high impedance or noise after each lss. It was noted that noise events occurred only after the lss tripped to unipolar sensing. After the high impedance occurred, the impedance returned to normal range, both times. Technical services discussed that it appears at this point, that the only issue is the impedance that jumped twice out of range. The device was programmed to unipolar pace and bipolar sense and the patient was to be monitored. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
It was reported that the device was changed in (B)(6) 2016. Afterwards, the atrial lead had pacing impedances greater than 2000 ohms. A lead safety switch (lss) was triggered in july and again in august. The health care professional could not recreate the high impedance or noise after each lss. It was noted that noise events occurred only after the lss tripped to unipolar sensing. After the high impedance occurred, the impedance returned to normal range, both times. Technical services discussed that it appears at this point, that the only issue is the impedance that jumped twice out of range. The device was programmed to unipolar pace and bipolar sense and the patient was to be monitored. No adverse patient effects were reported. At this time, the product remains in service. If additional information is received, this report will be updated.